Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. Faradrive steerable sheath clear was selected for use. It has been mentioned that during the aspiration of the sheath the air was seen inside the syringe. The sheath was aspirated multiple time, still the visible air was observed. Coronary sinus catheter was inside the patient body. No leak was observed and no air was seen in the patient. The tip of the guidewire was at the stage before it exist the farawave. The starter guidewire and farawave catheter had been inside the sheath prior to, and /or at the time air was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. Faradrive steerable sheath clear was selected for use. It has been mentioned that during the aspiration of the sheath the air was seen inside the syringe. The sheath was aspirated multiple time, still the visible air was observed. Coronary sinus catheter was inside the patient body. No leak was observed and no air was seen in the patient. The tip of the guidewire was at the stage before it exists the farawave. The starter guidewire and farawave catheter had been inside the sheath prior to, and /or at the time air was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysi